Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part# 9569312, lot# fa15c016. Part# 9569312, lot# fa14h004. Although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: adult deformity it was reported that on (B)(6) 2017 patient underwent oblique lumbar interbody fusion (olif). Intra-op, the surgeon discovered that ureteral injury occurred at l4/5 while removing the pin. It is unknown that which of the pins caused the injury. Another physician from the urology department placed a stent to continue the surgery. There was a delay of less than 60 min in the duration of the overall procedure. The product came in contact with the patient. No malfunctions were reported for any of these pins.